Event description:
As of (B)(6) of 2024, came to current physicians where that they requested a new device due to this device is not dispensing insulin at all to the patient. Reporter states on (B)(6) of 2025 the patient was woken up my his parents due to his blood sugar was in the 600 and called into physicians office or assistance the following monday. Device is 12 years old. (B)(6). Reported by hcp did consent to follow up. All available information is provided in this report contact hcp for clarification if needed. (B)(6).